Event description:
It was reported that this right atrial (ra) lead exhibited noise that was being oversensed. Troubleshooting was performed and the noise was seen with myopotential testing along with normal upper arm movements. Subsequently, this lead was abandoned surgically, and a new lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited noise that was being oversensed. Troubleshooting was performed and the noise was seen with myopotential testing along with normal upper arm movements. Subsequently, this lead was abandoned surgically, and a new lead was successfully implanted. No additional patient adverse effects were reported. This supplemental report is being filed as additional information was received that the patient reported the lead was fractured and he experienced difficulty breathing during the time of the reported observations. No additional adverse patient effects were reported.